Event description:
The customer reported via phone call that the insulin pump made a low humming noise when the green backlight turned on. He stated that he noticed the noise about a month prior to the call. The customer did not know the blood glucose reading. He stated that the noise sounded like the electricity running through the device. The insulin pump passed the self test. He also reported that the insulin pump had a damaged battery cap, and he was unable to remove the cap from the device. He was advised to remove the battery cap with a quarter and reported that he was able to remove the cap successfully. He was advised to monitor the insulin pump and that the battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.